Event description:
Rayner intraocular lenses limited received notification from a (B)(6) physician of an event that occurred with a c-flex 570c intraocular lens. The event description provided is as follows "I had a torn trailing haptic about 10 days ago. Fortunately the rayner 570c was easy to remove with slight enlargement of the wound and I didn't require sutures. I replaced this iol with an alcon."

Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses limited. The physician was able to implant a back-up alcon intraocular lens in the same surgery session without further complication. The physician has confirmed that the event had to impact on the pt, nor was the pt injured as a result of the event. The post-operative visual acuity of the pt has been described by the physician as "good". Further investigation of the complaint identified that the physician did not follow step 7 of the c-flex 570c revision 04/11 instructions for use. Step 7 reads as follows "visually observe that the lens is symmetrically folded within the loading bay. Advance the plunger in a slow controlled manner." The damage to the haptic has occurred as a result of user error, therefore additional lens loading training, since this event, has been provided to the physician by the (B)(4) distributor to prevent the recurrence of this issue. A review of production records of this batch confirms that all manufacturing and quality checks were satisfactory. The lenses released from the c-flex 570c batch (B)(4) were all within specification. Complaints since june 2009, the month of manufacture, were reviewed, and we can confirm that no other complaints, of any type, have been received against the c-flex 570c batch (B)(4).